Event description:
Additional information was received from a consumer indicating that the actions taken to resolve the shocking sensation were that the ¿cut the device off but later cut it back on again.¿ the patient continued that it does nothing for them and the old one did wonderfully for them. The patient stated their doctor needed to know if there were any other programs and the patient asked if there were. The patient also noted if the manufacturer couldn¿t help them, they wanted the device out of them. On 2019-may-09 the patient called back to report that their current ins had never worked for them and they had tried all programs on their device and nothing was helping relieve their symptoms. The patient again reported that their previous ins worked beautifully, and they were unsure why this ins wasn¿t working well. The patient was redirected to their healthcare provider for possible reprogramming. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "it has not worked at all. Their first ins worked beautifully. I had no reason to believe this one wouldn't work." Caller added that they have stimulation up "real high" and it is not helping them. The patient mentioned their bowel is being affected even though their device is for bladder. It was suggested to change programs to see if that would improve their symptoms, but they declined because they didn't "want to mess anything up". They added that they will contact their healthcare provider (hcp) for assistance. The patient also said they've been shocked by their device twice. They added that they get shocked by their device for 30 seconds when they are in the kitchen while washing dishes. The call center suggested either turning stimulation off or decreasing. It was also suggested to contact their hcp. As a result of what was reported, the patient was redirected to their hcp to discuss their symptoms and possible reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has already tried different programs and has changed the settings to try and resolve the issue of the implantable neurostimulator affecting her bowels. The patient noted that her bladder symptoms seem to improve when she has the settings up high. The system is still affecting her bowels. The patient noted that the patient had their previous implantable neurostimulator removed so that she could get mris for having broken her neck in an unrelated auto accident. They put a new implantable neurostimulator in; however, the health care provider did not know if the problems the patient was having with the implantable neurostimulator not working was due to scar tissue or the fact that the patient had not completely healed from surgery. The patient mentioned that she was disappointed with the current implantable neurostimulator because the previous implantable neurostimulator worked perfectly. The patient was redirected to her health care provider to address the issues. There were no further complications reported.